Manufacturer narrative:
(B)(4). Concomitant medical devices: 110010268 ¿ g7 multihole shell ¿ 6908184. 010000998 ¿ g7 screw ¿ 6871317. 010000997 ¿ g7 screw ¿ 6874429. 010001001 ¿ g7 screw ¿ 6847830. 010000997 ¿ g7 screw ¿ 6932090. 010000999 ¿ g7 screw ¿ 6936568. 010000996 ¿ g7 screw ¿ 3716839. 010000997 ¿ g7 screw ¿ 6874430. 010000996 ¿ g7 screw ¿ 3839277. 010000996 ¿ g7 screw ¿ 3215549. Product was returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the liner would not seat into the cup. A new liner was used to complete the surgery. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Visual evaluation of product noted a shaving on the locking feature of the device. There is also black markings on the outside radius but no indentations. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.